Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device was a little blurry and lighting was not consistent. The issue occurred during preparation of therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "image blurry" was confirmed. The reported failure "light not consistent" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on the distal edge, and loose light guide adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the blurry image malfunction: the device has bad image due to broken objective lens, which the cause could not be established. Additionally, the cause could not be established for the fiber breakage, dents on the distal edge, and loose light guide adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.